Manufacturer narrative:
Manufacture reference number: (B)(4).

Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
Small bowel capsule was retained in jejunum. Physician decided to pursue fluoroscopy assisted enteroscopy to retrieve the capsule.